Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the asr cup and head, patient is experiencing pain and elevated blood metal ion levels. The initial surgery was performed in (B)(6), we have no patient records of the exact date of surgery. Patient does not speak english and thought the surgery date was correct. Doi: (B)(6) 2006, dor: (B)(6) 2020, right side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.